Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had intermittent power issue and moisture was observed in the battery compartment. It was reported that there was no damage to the battery compartment or cap, and the cap was able to secure properly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the insulin pump has been returned and evaluated by product analysis on 10/10/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found unexplained power on reset on the complaint date. The battery cap was not returned and a test cap was used in the evaluation. The pump powered up to the verify screen with auditory and vibratory features. No tactile issues were observed with the buttons. A rewind/load/prime sequence and a 24-hour pump exercises were executed without incidences. The reported power issue was verified in the black box but not duplicated in the investigation. Related to the reported power issue, moisture intrusion was evident inside the battery compartment and the compartment was cracked in the threads area. A leak test showed a leak where the crack was located. Pump casing was opened and no additional evidence of moisture intrusion was found inside the pump.